Event description:
Following a persistent atrial fibrillation procedure, the patient experienced a stroke. The procedure went smoothly with no acute problems. However, when the patient woke, they had a stroke at some point while under anesthesia and is being taken for intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke remains unknown.